Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was residing in a nursing home and experienced persistent low readings on her cgm. A nurse at the facility performed a bg check using a meter, which reportedly showed a value approximately ¿100 points different¿ from the cgm reading; however, no specific numerical values were provided. Despite the discrepancy, the nurse continued to treat the patient based on the cgm¿s low readings. The specific interventions used were not documented. The patient was also experiencing symptoms of shakiness during this time. Due to ongoing concerns, the nurse contacted emergency medical services (ems). Upon ems arrival, a bg meter reading was obtained and confirmed that the patient¿s glucose level was not low, although no exact value was reported. The cgm, however, continued to display a low reading. The patient stated she could not recall the medication administered by ems. There was no documentation indicating that the patient was transported to the emergency room. At the time of reporting, the patient stated she was feeling ¿well and okay.¿ no data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 100 points. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).